Event description:
The patient reported on (B)(4) 2015 at 5:37 pm he activated a new pod. At 9:15 pm he decided to go to the medical center and upon arrival he was diagnosed with diabetic ketoacidosis. The medical staff removed and discarded the pod. He was there until 2:00 or 3:00 am and was then transferred to (B)(6) hospital for another 3 days for his potassium being "out of whack". At the hospital he was placed on an intravenous drip.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.